Event description:
The complainant reported a patient undergoing treatment for a pulmonary embolism was attempted to be implanted with an impella rp device for mechanical circulatory support. During the implantation, the physician was unable to advance the pump past the pulmonary valve after multiple attempts. The impella was removed, and there was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Rp smartassist system with automated impella controller instructions for use for the related event are as follows: section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
The investigation of delivery issue has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the delivery issue was most likely patient condition since the implant of pump was aborted due to patient's anatomy. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-23786 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-23786 in accordance with updated procedures.